Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was attempted to be implanted with an impella device for mechanical circulatory support. It was reported that insertion of the impella cp was unsuccessful due to the patient's anatomy. The case was aborted. No further information was provided.